Manufacturer narrative:
Continuation of d10: product ID: 97755, serial# unknown, product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an external device. The caller had a damaged recharging belt since about a year ago. An email was sent to repair to replace the belt. Caller reported patient was having issues charging their implanted neurostimulator. Caller stated patient was almost out of charge and it was taking a lot to charge. Caller also stated patient would feel like something was heating up on their skin when the recharger was over their implanted device. They stated that it felt like it was getting hot and possibly burning the patient. Caller then stated if they put the recharger on the patient's skin then they feel like it burned them and they would have to put some type of cloth behind it and push real hard and hold it for as long as they could to get the system to charge back up again. Caller mentioned the manufacturer representative was made aware via phone and told them to replace belt and that should fix the problem. Attempted to check possible damage, but it was not available. Advised to call back if belt replacement does not fix issue.

Manufacturer narrative:
Analysis of the recharger found a non-conformance. The recharge antenna failed with a "no device found" message. Continuation of d10: product ID m943899a, serial# unknown, product type accessory. Product ID 97755, serial# (B)(6), product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID m943899a. Serial# unknown. Product type: accessory. Product ID 97755. Serial# (B)(6). Product type: recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient rep called back stating that in the last month or month and a half, they had received a new belt since that was why they thought that the implant (ins) was not recharging. Caller said that in order to get the recharger to work and recharge the ins, they had to really push the paddle on the pt's back in order to get the recharger to connect to the ins. Caller said that sometimes it would take an entire day to charge the ins. Caller said that other times the ins wouldn't charge at all as the equipment would just say no device found. Caller said that they thought the issue was due to the ripped belt, however they were still having the same issues after receiving the new belt. Caller said that they had just driven to where the ins was implanted and that were told that there was nothing they could do and to call ps. Caller said that the recharger would make noises and click a lot. Agent reviewed the previous call notes and agent asked the caller for clarification on what was getting hot. Caller said that when they were trying to get the device to work, they would hold the paddle against the pt's skin and if the pt didn't have a shirt on then it felt like the paddle was getting hot on the pt's skin. Agent reviewed recharger replacement with the caller.